Event description:
Patient underwent revision surgery over a year ago due to back out of distal screws mentioned. Patient had experienced pain and inflammation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01) gtin is not available. H3, h6: the device lot number is unknown; therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. The product was not returned to depuy synthes; however photos were received for review. The x-ray investigation revealed distal end screw migrated from the nail. The following is advised on the rfn-advanced retrograde femoral nailing system surgical technique guide: precaution: the nail is offered with a polymer inlay for added angular stability of the distal locking screws; however, there may be an increased risk of screw migration when using the inlay. Therefore, if added angular stability of the distal locking screws is not required; the polymer inlay can be removed. Note: in a standard locking construct, the use of a 0 mm end cap may reduce the risk of screw migration with the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors as the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the unk - screws: locking: trauma would have contributed to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.